Event description:
Rn disconnecting tubing set to change medication and connector broke. No force was used to disconnect.manufacturer response for anit-siphon pca extension set, (brand not provided) (per site reporter).they took down a description of the incident, issued report# and are sending a return kit. They will advise of their finding after product has been evaluated.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.